Event description:
It was reported that the customer had received multiple no delivery alarms on her insulin pump. Troubleshooting was being performed when the no delivery alarms were found in the insulin pump history. Insulin exited the tubing during a manual prime. The bolus history appeared to be correct. The high pressure test could not be performed as customer did not have tubing clamp available. Upon removal of the infusion set from the body, the cannula was slightly bent but not occluded. The insertion site was not sore or irritated. Customer's most recent blood glucose was 244 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker.